Manufacturer narrative:
The solex 7 catheter was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During ivtm therapy, customer reported that the patient experienced pain while trying to remove the solex 7 catheter (lot #unknown), it was meeting resistance and unable to pull out of the patient's right subclavian vein. A zoll clinical representative provided instructions on the phone for normal removal but still unable to remove the catheter and patient only had pain when attempting to pull catheter. It was noted that the insertion of the catheter was smooth and no multiple attempts. The following day, an experience physician familiar with solex 7 catheter tried removing it from the patient, the catheter "snapped" and broke off. The physician used a tweezer to removed the rest of the remaining top part of the catheter (approximately 4-5 inches long). The catheter was discarded by the customer. Catheter dwell time started at (B)(6) 2020 and ended on (B)(6) 2020 (6 days). Patient is recovering well and was downgraded out of ICU. No consequences or impact to patient was reported.